Event description:
Additional information received reported that the deviation and loss of seal of the endurant ii bifurcate resulted in distal type I endoleak. Per the physician, the cause of type IV endoleak with blushing remains unknown. The patient is being monitored by physician.

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The left iliac artery has calcification. The proximal aortic neck angulation was 10 degrees. The upper proximal aortic neck measured 18.6 mm in diameter and 45 mm in length. The right common iliac artery measured 16.8 mm in diameter and the right bifurcated internal iliac vessel measured 14.3 mm in diameter. The left common iliac artery measured 12 mm in diameter and the left bifurcated internal iliac vessel measured 19.3 mm. The right common iliac artery measured 29 mm in length and the left common iliac artery measured 42 mm in length. It was reported that on the one year follow up CT scan, the stent graft implanted in the right common iliac artery was confirmed to be deviated from the vessel wall and lost seal. Per the physician, the deviation occurred due to enlargement of right cia. Additional treatment was done where an endurant limb was implanted in the external iliac artery. A type IV endoleak with blushing was confirmed during the secondary intervention. The type IV endoleak and the blushing occurred with the endurant 16x10x156 stent graft. No action was done to correct the type IV endoleak. Despite the type IV endoleak, the secondary intervention was completed successfully. No additional clinical sequelae were reported and the patient status has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).